Event description:
During a ptca/stenting treatment procedure involving a calcified and 90% stenotic lesion in the proximal portion of a minimally tortuous rca, the quantum maverick monorail balloon was suspected to have ruptured at 16 atmospheres on the initial inflation when backflow of blood into the inflation device was noted. The quantum maverick monorail balloon was used for post-dilation of a newly placed cordis bx velocity 13/4.0mm stent. The patient was asymptomatic during this event. The quantum maverick monorail balloon was removed and replaced with another catheter to successfully complete the procedure. A 6fr zeon introducer sheath. A 0.014" choice floppy guidewire, a 6f sal1.0 guide catheter (unknown type) and a sheenman inflation device were also used in this case. Patient status is reported as 'good'.